Manufacturer narrative:
No injury reported. A series of photos were received from a dealer showing a heat damaged controller. The dealer reports the consumer has repeatedly backed into objects and damaged his scooter. The user reportedly tape the damaged connections to keep them in place. Nature of complaint indicates user abuse and improper service to the device. Dealer is working with user to properly repair the device. MDR filed as a conservative measure.

Event description:
The consumer was going down the driveway when he allegedly hit a bump. The scooter allegedly stopped and the consumer saw sparks and then smoke. No injury is alleged.